Manufacturer narrative:
The unit passed the displacement test. The motor was tested outside of the device and passed. The unit alarmed motor error during the basic occlusion test and alarmed compromised force sensor system during the prime test at 4lbs due to moisture damage on the force sensor resistor. The unit had a cracked reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, a scratched reservoir tube window, and a missing end cap sticker. (B)(4).

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor error and that insulin was "squirting" out during the manual prime process. The customer's blood glucose level was unknown. The customer stated the device was dropped. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.